Event description:
The reporter states that the customer felt hypoglycemic. She could not test on the accu-chek active meter due to a display of the battery icon followed by the meter powering off. No treatment given. The customer drove to hospital and was tested there. Her blood glucose was 40mg/dl on the professional meter. She was in the hospital for 3 hours and received an undisclosed treatment. New system sent and return requested.